Manufacturer narrative:
Product analysis: the valve remains in the patient. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Additional information regarding the nature and details of the event have been requested, but not received at the time of this report. If additional event information is received, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that one week following this valve-in-valve implant, the patient expired. There was no report of adverse patient effects. The cause of death was not received; it is unknown whether the death is related to the valve or its function. There was no allegation that the valve contributed to the patient's death.